Event description:
It was reported that the patient's devices were explanted due to an infection. 600831413. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).